Event description:
It was reported that after mixing cement using acm system, cement was filled into the femur by the 2 speed cement gun. During filling, the nozzle was broken at the connection part between the acm system and the cement gun. There was no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : product not available for return.

Event description:
It was reported that after mixing cement using acm system, cement was filled into the femur by the 2 speed cement gun. During filling, the nozzle was broken at the connection part between the acm system and the cement gun. There was no delay, no medical intervention, and no adverse consequences were reported.